Event description:
Report received from (B)(6) states: "stable chamber gets clogged if used for solid cores. Then the aspiration is much lower than usual and the cassette must be replaced despite separate flushing. No pt impact/injury".

Manufacturer narrative:
The product is not available for evaluation. Sterilization and lot history records were reviewed and no exception were found.